Event description:
It was reported to boston scientific corporation in 2008 that a resolution clip device was used during a gastric ulcer procedure. According to the complainant, "[w]hen [the physician] pulled away the clip [it] was stuck on the catheter. The clip took tissue with it when [the physician] pulled away." The physician completed the procedure with another resolution clip device. No patient complications were reported as a result of this event, and the patient was reported as 'fine" following the procedure.

Manufacturer narrative:
The suspect device was discarded. A device analysis cannot be performed, therefore, the cause of the reported is undetermined. The july 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.